Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee ceiling system. The operator injured their shoulder while trying to position the extended dcs with large display by using the buttons on the front of the detector controller system. We are unaware of any medical treatment needed. Furthermore, we are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be human error of an individual service engineer. The user injured his shoulder during motorized positioning of the extended display ceiling suspension (dcs) with the large display. It was confirmed that the labeling of the buttons on the front cover of the extended dcs for the zee ceiling system were incorrect which led to the collision. During service activities, the service engineer replaced the cover with an incorrect cover type (standard dcs with buttons labeled different). The dcs cover was correctly replaced and no further issues have been reported.